Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/24/2017 . Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information received reported the patient was a female with date of birth (B)(6). Also, the surgeon was dr. (B)(6). There was no incision enlargement, no vitrectomy, and no capsular tear. The replacement lens was a zkb00 19.0 diopter intraocular lens (iol). The patient is doing well post-operatively. No additional information was provided. Age/ date of birth: (B)(6); gender/ sex: female. Initial reporter name: dr. (B)(6), health professional: yes, occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(4) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was implanted into the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to the patient experiencing blurry vision. No additional information was provided.